Event description:
It was reported that this insertable cardiac monitor (icm) device protruded out of the incision site a few weeks after initial implant. In addition, the incision site became infected. It was noted that during the initial implant, there was more bleeding than expected; thus, electrocautery had to be used to control bleeding. The patient underwent an additional surgical procedure to have this icm device explanted. No additional adverse patient effects were reported. This icm device has been returned for analysis.

Manufacturer narrative:
Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) device protruded out of the incision site a few weeks after initial implant. In addition, the incision site became infected. It was noted that during the initial implant, there was more bleeding than expected; thus, electrocautery had to be used to control bleeding. The patient underwent an additional surgical procedure to have this icm device explanted. No additional adverse patient effects were reported. This icm device has been returned for analysis.